Event description:
When the nurse turned the high power green light laser on water poured out of the bottom of the machine and flames shot out of the back. There was no harm to the patient or the nurse. The procedure was cancelled. It was undetermined at this time if user practice contributed to this malfunction.